Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Age/date of birth - ni, weight - ni, device manufacture date - ni. This is 1 of 2 reports being filed for the same patient (reference 1825034-2017-00569 / 00570).

Event description:
It is reported that 1 solid driver and 2 cannulated drivers twisted during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of 0001825034-2017-00346.